Event description:
It was reported that the patient experienced atrophy of the urethra with an artificial urinary sphincter (aus). The aus cuff and balloon was explanted and a new 6.0cm aus cuff and balloon was implanted. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis. Further information was reported that the atrophy was due to the cuff sitting too loosely resulting in recurring incontinence.

Event description:
It was reported that the patient experienced atrophy of the urethra with an artificial urinary sphincter (aus). The aus cuff and balloon was explanted and a new 6.0cm aus cuff and balloon was implanted. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.